Manufacturer narrative:
One device was received for analysis of complaint that pump failed calibration test. Investigation found a reportable malfunction of defective upstream occlusion (uso). This could prevent proper detection or trigger false alarms, blocked medication flow, leading to therapy delay or interruption. The file is reportable based on the investigation finding. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found nothing related to complaint. Visual and functional testing was performed. Complaint was confirmed through occlusion test. Failure to calibrate was due to defective uso sensor. Replaced uso sensor. Device passed all testing criteria post repair.

Event description:
One device was received for analysis of complaint that pump failed calibration test. Investigation found a reportable of malfunction defective upstream occlusion (uso). This could prevent proper detection or trigger false alarms, blocked medication flow, leading to therapy delay or interruption. The file is reportable based on the investigation finding. There was no patient involvement.